Manufacturer narrative:
(B)(4). Concomitant- medical products: - unknown screw: p/n unknown l/n unknown. Reference: michele rampoldi, aldo marsico (2010). Dorsal nail plate fixation of distal radius fractures. Acta orthopædica belgica,vol. 76 - 4 - 2010. Https://www.ncbi.nlm.nih.gov/pubmed/20973353. Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in the journal article that one patient had palmar angulation that was not maintained (from 10 degree palmer to 10 degree dorsal tile). The study reported the final results according to the mayo wrist score were fair. No functional impairment was noted at follow-up. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of event: article was published in (B)(6) 2010. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.